Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited intermittent oversensing, low impedance and the lead alert was triggered. Rv lead remains in use. No patient complications have been reported as a result of this event.